Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins). The patient was with a friend who said that years prior they used to have an implant for their back and one time when the doctor turned on their stimulator it was very uncomfortable. The patient's friend no longer had the stimulator. No other information was given. No further complications were reported or anticipated.